Event description:
It was reported that episode review was requested for this pacemaker system. Two signal artifact monitor (sam) episodes were stored, and the minute ventilation (mv) feature was disabled due to high out-of-range pace impedance measurements greater than 3,000 ohms on the right ventricular (rv) lead and oversensed noise on the right atrial (ra) lead. There was oversensed rv noise with several instances of pacing inhibition, and the longest pause was approximately three seconds. It was noted that the patient was pacer dependent. Technical services (ts) reviewed troubleshooting options and possible causes. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.